Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.